Manufacturer narrative:
PMA/510(k) number (g5): the type of thv valve is unknown; however, these are the possible 510k number for sapien, sapien xt and sapien 3: p100041, p130009, and p140031 per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the annular rupture cannot be determined; however, the patients advanced age ((B)(6)) may have contributed to the event. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, after a successful implant of a sapien valve, the patients blood pressure dropped. A pericardial effusion was suspected and a pericardiocentesis was performed; however, the patient remained unstable. An open procedure was performed and an aortic root dissection was confirmed and repaired. The patient was then stablized. As reported, the procedure went well and a balloon valvuloplasty (bav) was performed with nominal volume. The delivery system was inserted without incident, the valve was in good position at the level of the cusps and the valve was deployed. The implant was successful. No pvl was noted.